Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the proximal haptic got stuck in the injector during implantation. The lens was freed from the injector using forceps; however, on implantation into the eye haptic breakage was observed necessitating explantation and iol exchange. The rayone hydrophilic acrylic IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The action to remove the trapped lens from the injector and complete implantation is a deviation from the IFU. The patient medical history received states that the patient has undergone bilateral iridotomies. A laser peripheral iridotomy is a procedure used to lower eye pressure, most commonly in patients that present with angle-closure glaucoma. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). The healthcare facility reports that post-operatively the patient has presented with corneal oedema. The root cause of the haptic becoming trapped in the injector has not been established at this time. Rayner is currently awaiting the return of the device for evaluation. The results of the device inspection performed will be provided in a follow-up report. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The pre-existing patient medical history and the action of removing the trapped haptic with forceps to complete implantation are likely contributory causes to the reported post-operative corneal edema in this case. Our review of production records for the rayone spheric rao100c batch 050154458 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone spheric rao100c (may 2020) was caried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone spheric rao100c batch 050154458.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the proximal haptic got stuck in the injector during injection. The healthcare professional freed the trapped haptic using forceps to complete implantation and on implantation into the eye identified that the haptic was broken necessitating lens explantation.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the proximal haptic got stuck in the injector during injection. The healthcare professional freed the trapped haptic using forceps to complete implantation and on implantation into the eye identified that the haptic was broken necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the proximal haptic got stuck in the injector during implantation. The lens was freed from the injector using forceps; however, on implantation into the eye haptic breakage was observed necessitating explantation and iol exchange. The rayone hydrophilic acrylic IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The action to remove the trapped lens from the injector and complete implantation is a deviation from the IFU. The patient medical history received states that the patient has undergone bilateral iridotomies. A laser peripheral iridotomy is a procedure used to lower eye pressure, most commonly in patients that present with angle-closure glaucoma. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). The healthcare facility reports that post-operatively the patient has presented with corneal oedema. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The pre-existing patient medical history and the action of removing the trapped haptic with forceps to complete implantation are likely contributory causes to the reported post-operative corneal edema in this case. Product inspection was carried out on (B)(6) 2021. The device was returned dehydrated in a plastic bag. Preliminary inspection of the injector showed that the movable flaps were closed, and the plunger was fully retracted. Evidence of viscoelastic use was also observed. Inspection identified that one of the iol haptics was stuck in the injector nozzle. The rest of the iol (optic and second haptic) was not included with the return. To facilitate further inspection and testing of the device the piece of lens was removed from the nozzle and the injector was disassembled. Following disassembly, the plunger soft tip identified to be damaged and that damage was consistent with extraordinary force being applied during injection. Following completion of inspection, the injector was re-assembled with a new plunger, as the condition of the original plunger prevented any testing from being performed. Testing of the injector was completed using 1x rayone spheric rao100c +24.5 d iol from rayner's stock. The lens was loaded and injected as per the IFU. Injection was not successful, with the lens getting stuck in the injector nozzle. A methylene blue dye test was performed on the subject nozzle which identified an irregularity in the nozzle coating. The irregularity in the nozzle coating may be an artefact of the lens becoming trapped in the injector and is likely a contributory factor to haptic breakage in this case. Our review of production records for the rayone spheric rao100c batch 050154458 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone spheric rao100c ((B)(6) 2020) was caried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone spheric rao100c batch 050154458.